Manufacturer narrative:
Concomtiant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that they plugged their recharger in, put it on, and when they turned stimulation on they were shocked in the leg to the knee. Their leg went stiff and the left leg "kicked up in the air". There was a shocking sensation in their leg, and then it felt numb. The patient didn't feel it in their back like they normally did. The patient decided to stop the stimulation because they didn't need it at the time of the call on (B)(6) 2015. There were no trauma or falls related t the issue. The related medical history included spinal pain. A supplemental report will be submitted if additional information is received.